Event description:
It was reported that patient presented for follow-up in clinic. It was noted that implantable cardiac defibrillator's (ICD) exhibited a charge time out alert and failed to charge while testing. The device was explanted and replaced with new one. Patient condition was stable.

Manufacturer narrative:
The reported event of capacitor charge timeout was confirmed. The device was received at normal battery voltage level, with normal output and telemetry communication. Analysis of the device image indicated the device had a charge timeout during capacitor maintenance in the field. High voltage shock test was performed in the laboratory from low to high energy levels. Test results indicated the device was able to charge normally at lower energy, and a much longer charge time was detected at higher energy levels. The charge timeout was replicated during lab testing. A hybrid anomaly was determined to be the cause of the reported event.